Event description:
Ami. Four years post procedure, the patient was brought to the hospital as an emergency due to acute myocardial infarction (ami). Coronary artery bypass (cag) was conducted, and thrombus was observed in the implanted cypher in the lad. To treat the thrombus, aspiration and poba (ryujin: 1.5/15mm and rosso: 3.25/15mm) were conducted. Inflation pressure and time were unknown. Because there was stenosis at the proximal end of the initial cypher, another cypher (3.0/13mm) was implanted overlapping the proximal end of the initially implanted cypher at 12atm for 30 seconds. Physician's comment: possible cause of the thrombotic event was that anti-platelet therapies were stopped. This patient was undergoing elective stent placement within the left anterior descending branch (lad), a de novo and concentric lesion, type b1. The lesion length was 20mm and the vessel diameter was 3.0mm. It was unknown if pre-dilation was conducted. A cypher (3.0/23mm) was implanted at 12atm for 30seconds. Post-dilation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 1, and 3 after the procedure. Act was not measured.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lots i0704107 & i0804042 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.